Manufacturer narrative:
A investigation into lot sp100492 resulted in no remarkable findings and one unrelated deviation and one unrelated nonconformance revealed. Lot sp100492 was aseptically processed, terminally sterilized and met all qc release criteria. As of 7/2/21, of the (B)(4) devices released to finished goods for lot sp100492, (B)(4) have been distributed. Of the (B)(4) distributed, (B)(4) have been reported as implanted.

Event description:
Legal patient representative reported that a (B)(6) female patient had recurrent ventral incisional hernia repair on (B)(6) 2015 using strattice. On (B)(6) 2015 patient returned to the hospital with a small resection of the bowel and infected mesh. The mesh required explant at this time. On (B)(6) 2017, a 2nd repair of a ventral hernia took place using another piece of strattice. That was explanted and captured under this complaint. Sp100492.